Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 19. On (B)(6) 2024, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and abscess. No further patient complications were reported.